Event description:
Information was received from a manufacturer representative (rep) regarding a stage 2 procedures. It was reported that during a stage 2 procedures, the physician attempted to remove the boot off the percutaneous extension and the boot was not coming loose freely. The physician kept pulling on boot and ended up fraying the lead, exposing the wire. The lead was removed entirely and a new lead was successful placed and connected to battery. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.